Manufacturer narrative:
(B)(4). Suspect device was evaluated by carefusion's certified third party service technician onsite; reported issue was confirmed and determined to be due to a faulty mainboard. The main board was replaced and a complete operation verification procedure (ovp) was performed and showed passing results. The suspect main board has been returned and received by carefusion and is pending evaluation. Once a complete failure investigation is performed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer error alarm. There was no patient involvement associated with the reported event.